Event description:
Pt was implanted in 2000 with a 26 x 13 tube graft. The tube graft was deployed through a left retroperitoneal exposure with a conduit. The procedure was uneventful; however, several hours into the postoperative period, the pt manifested decreasing hematocrits and signs of hypovolemia. A CT scan revealed a moderately large retroperitoneal hematoma. The hematoma was evacuated. The left iliac artery was intact, and several bleeding points in the retroperitoneum were managed with cautery and/or clips as appropriate. Pt was discharged and seen for a follow up on 2/23/2000. At the follow-up, the physician noted that the aneurysm was still pulsatile. Physician expected that this would improve. Subsequently, the pt presented at the ER on july 14, 2000 with clinical evidence of a ruptured aneurysm. Physician offered pt open repair, but the pt refused. No post mortem examination was conducted.